Event description:
It was reported that this pacemaker exhibited undersensing for its right atrial (ra) lead. Technical services (ts) was consulted and discussed programming options. This device remains in service. No adverse patient effects were reported.